Manufacturer narrative:
A supplemental MDR is being submitted for correction based on clarification received from the edwards lifesciences field clinical specialist. The following sections of this report have been updated: b5.

Event description:
As reported by an edwards lifesciences field clinical specialist, during tavr implant of a 26mm sapien 3 ultra valve via right-transfemoral access, the commander delivery system balloon burst during deployment. Volume in the balloon prior to the balloon burst was 1cc below nominal. The valve was fully deployed and fully expanded in the planned position. The perceived root cause of the balloon burst was annular calcium. There was difficulty withdrawing the delivery system into the entry of the 14fr esheath+. The patient was taken to the or for retrieval. While echo was being performed, new arterial access was created on the contralateral side of the patient. A second 14fr esheath+ was inserted in the contralateral side with the intention of post dilating the valve. A second delivery system was opened to post dilate the valve, but the second delivery system was not used in the patient since echo confirmed the valve was fully deployed. The 14fr esheath+ on the contralateral side was then exchanged for a non-ew sheath to assist with the ruptured balloon removal. The delivery system balloon was snared contralaterally with the help of the vascular team. After several manipulations a portion of the balloon was removed by the left femoral artery sheath and the remainder via the right femoral artery sheath. Upon removal of the delivery system, it was noted that the balloon was burst circumferentially. The patient was in stable condition. Approximately 24-48 hours post implant, the patient developed a type b dissection of the left femoral artery and required a return to the or for endarterectomy of femoral artery with patch angioplasty, thrombectomy and four compartment left leg fasciotomy. The patient was admitted to the ICU post-operatively and had three-day ICU course before moving to a step-down unit. The patient remains hospitalized.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component codes, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The commander delivery system balloon burst was unable to be confirmed. Available information suggests patient factors likely contributed to the event as it was reported that annular calcification was the suspected cause of the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The difficulty withdrawing the commander delivery system and subsequent type b dissection of the left femoral artery was unable to be confirmed. Available information suggests that the balloon burst event likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, during tavr implant of a 26mm sapien 3 ultra valve via right-transfemoral access, the commander delivery system balloon burst during deployment. Volume in the balloon prior to the balloon burst was 1cc below nominal. The valve was fully deployed and fully expanded in the planned position. The perceived root cause of the balloon burst was annular calcium. There was difficulty withdrawing the delivery system into the entry of the 14fr esheath+. The patient was taken to the or for retrieval. New arterial access was created on the contralateral side of the patient. The delivery system balloon was snared contralaterally with the help of the vascular team. After several manipulations a portion of the balloon was removed by the left femoral artery sheath and the remainder via the right femoral artery sheath. Upon removal of the delivery system, it was noted that the balloon was burst circumferentially. An additional 14fr esheath+ was needed to maintain hemostasis post balloon rupture, and the team used an additional commander delivery system for post dilation. The patient was in stable condition. Approximately 24-48 hours post implant, the patient developed a type b dissection of the left femoral artery and required a return to the or for endarterectomy of femoral artery with patch angioplasty, thrombectomy and four compartment left leg fasciotomy. The patient was admitted to the ICU post-operatively and had three-day ICU course before moving to a step-down unit. The patient remains hospitalized.